Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to oversensing, noise, high rate non-sustained episodes, increased counts to the sensing integrity counter (sic) as well as variable and high impedance trends. The lead was explanted and replaced. No patient complications have been reported as a result of this event.